Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use for a diagnostic gastrointestinal endoscopy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to d8, d9, h4 and the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additional reportable malfunctions found at estimation were the failure of the printed circuit board and front panel switches did not function. Based on the results of the investigation, the no image issue was caused by a printed circuit board failure; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.